Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed canada reported on behalf of the customer that the ckp-4500, 4.5mm poplok suture anchor device was being used during a rotator cuff repair procedure on (B)(6) 2022 when it was reported ¿I think this wire was retained after a poplok was placed. Not a common complication, but I thought you should know that it can occur. Not sure if it has been reported before. I wrote on the or note that there was difficulty deploying the poplok, but I did not note any wire. I removed the wire under a general anesthetic." It was also reported that a secondary procedure was performed in (B)(6) 2023 to remove the wire under general anesthetic. Further assessment questioning found that it is unknown what was used to retrieve the device and there was no report of extended hospitalization for the patient. The current status of the patient was reported as ¿no big deal¿. This report is being raised on the basis of injury due to foreign body remaining in the patient requiring a additional surgery for removal.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame 99,077 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised the following: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose proper implant size based on specific procedure and patient history. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed canada reported on behalf of the customer that the ckp-4500, 4.5mm poplok suture anchor device was being used during a rotator cuff repair procedure on (B)(6) 2022 when it was reported ¿I think this wire was retained after a poplok was placed. Not a common complication, but I thought you should know that it can occur. Not sure if it has been reported before. I wrote on the or note that there was difficulty deploying the poplok, but I did not note any wire. I removed the wire under a general anesthetic." It was also reported that a secondary procedure was performed in march 2023 to remove the wire under general anesthetic. Further assessment questioning found that it is unknown what was used to retrieve the device and there was no report of extended hospitalization for the patient. The current status of the patient was reported as ¿no big deal¿. This report is being raised on the basis of injury due to foreign body remaining in the patient requiring a additional surgery for removal.